Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and confirmed the complaint. Receiver functional tester: passed all relevant testing. The reported event of trend arrow issue is undetermined via log review. A probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.